Event description:
Boston scientific received information that this right atrial lead exhibited low, out-of-range pacing impedance measurement of less than 200 ohms, after a few months the impedance measurement had increased to greater than 2000 ohms. Recently, when the patient was checked the pacing lead impedance measurement was at 538 ohms (normal range) but there was noise noted on the ra channel. There were inappropriate mode switches stored but the patient was asymptomatic. The field representative had set the sensing as well as the p-waves accordingly and would continue to monitor the patient. Boston scientific technical services discussed with the field representative with regard to programming options and the possible scenarios. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.